Manufacturer narrative:
Event date: exact date unknown, event occurred last (B)(6) 2021.

Event description:
It was reported that the patients ipg unable to charge after the thoracic spine surgery. The patient underwent an ipg replacement procedure and recovered well postoperatively. The explanted ipg was discarded by medical facility.